Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7140083 UDI: (B)(4).

Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) system implant procedure. During intraoperative testing, the patient's arm began to hurt, and his face drooped. The patient was hospitalized for one day. A computed tomography (CT) scan was performed, revealing no significant abnormalities. The physician does not believe the symptoms were related to the procedure or the device. The implant procedure was completed one week after the described event. The patient has fully recovered.

Manufacturer narrative:
Correction to block: b5. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) system implant procedure. During intraoperative testing, the patient's arm began to hurt, and his face drooped. The patient was hospitalized for one day. A computed tomography (CT) scan was performed, revealing no significant abnormalities. The physician does not believe the symptoms were related to the procedure or the device. The implant procedure was completed one week after the described event. The patient has fully recovered. It was reported that the patient underwent a deep brain stimulation (dbs) system stage 2 procedure. During intraoperative testing, the patient's arm began to hurt, and his face drooped. The patient was hospitalized for one day. A computed tomography (CT) scan was performed, revealing no significant abnormalities. The physician does not believe the symptoms were related to the procedure or the device. The implant procedure was completed one week after the described event. The patient has fully recovered. Additional information was received indicating that the physician is uncertain about the cause of the symptoms observed during the case. The physician does not believe the symptoms were device related, as they began prior to any device implantation. The patient has fully recovered, and all imaging studies returned negative results.